Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event for synchronized cardio-version. This issue is patient related; however there was no adverse patient outcome reported. Upon evaluation of the customer's device, physio-control observed that the shock button of the customer¿s device was intermittent. In this state defibrillation therapy would be delayed or unavailable if needed.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was the user interface pcb assembly. The customer declined to have their device repaired and the device was returned to the customer unrepaired. The customer was informed not to use the device.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event for synchronized cardio-version. This issue is patient related; however there was no adverse patient outcome reported. Upon evaluation of the customer's device, physio-control observed that the shock button of the customer¿s device was intermittent. In this state defibrillation therapy would be delayed or unavailable if needed.